Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called for assistance with her blood glucose value not transferring to the insulin pump. During troubleshooting, the customer reported that she had been off of the insulin pump for over a month due to a hospitalization. Customer reported that she over corrected for a high blood glucose of 370mg/dl the night before the hospitalization. Customer stated that her blood glucose must have ran really low where she fell off her bed and broke her neck. Customer reported that she had been in the hospital for the past month caring for her broken neck. Nothing further was reported.